Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that multiple malfunction alarms occurred. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.